Event description:
Presented for acute chest pain. Pt went to cath lab and procedure revealed occlusion to the left anterior descending artery requiring intervention. A 2.5x28mm cypher stent was placed in the mid-lad and a 3.0 x 23 mm cypher stent was placed in the proximal-mid lad. Pt returned to hospital in 2003 with an acute myocardial infarction and taken to the cath lab two days later. The procedure revealed subacute thrombosis of the proximal lad.